Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a coronary angiogram diagnostic procedure. Reportedly, after clip deployment the physician maintained downward pressure for approximately 5 seconds. Then the system was retracted, but sufficient hemostasis was not achieved. Hemostasis was achieved by manual arterial compression (some minutes). The clip remains in the patient's anatomy. There was no adverse patient sequela. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Femoral angiogram not taken. The device instructions for use state: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.